Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen froze during medication issue due to a cubex application debug error with multiple applications running. A technical support specialist resolved the issue by restarting the application and closing excess applications, allowing the user to sign in and perform tasks. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the device screen froze while attempting to issue medication. The screen became unresponsive during the issue med workflow. Remote access was used to evaluate the system, and a debug error was observed within the cubex application. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.